Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05266. The patient had two leads (from the same lot). It was reported that patient's leads had migrated. It was also reported the patient had not recharged the ipg as recommended. In turn, the charger and programmer could no longer communicate with the ipg. As a result, one of the patient's leads was explanted and replaced along with the ipg. The replacement lead and ipg resolved the patient's issues.